Event description:
It was reported that approximately one month after implant, high thresholds, undersensing, and impedance changes were detected on the right ventricular (rv) lead due to dislodgement. The atrial lead also recorded high thresholds and impedance value changes. A lead revision was done to reposition the rv and atrial leads. The leads remain in use. This patient is a participant in a more care clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4298 lead, implanted: (B)(6) 2013; 4076 lead, implanted: (B)(6) 2013. (B)(4).